Manufacturer narrative:
(B)(4). Batch # r5745h. Investigation summary: the analysis found that one psee60a device was returned with no apparent damage and with one gst60w cartridge loaded in the device. The cartridge reload was received fully fired. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. Please note that to open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device closed and opened as intended during testing. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information was requested and the following was obtained: what was the procedure? Ex lap, bowel resection. Procedure date? Thursday, (B)(6). Dr. Said: ¿they must analyze the mechanism to ensure proper functioning. And I want to know exactly what happened.¿ please describe the issue. Stapler locked onto tissue, scrub tech experienced with powered staplers so did rbrb but the bailout didn¿t open the jaws. Took a new stapler and stapled around the tissue to liberate the specimen attached to the stapler. Tech then forced the bailout mechanism to open the jaws. How was the issue resolved. Any consequence to the patient? I asked that specific question: ¿ patient had bleeding on colon tissue but surgeon stopped it with vicryl suture ligation.¿ type of reload used ¿ product code? Gst45b. Any buttressing material? No. The following information was requested, but unavailable: the reported device was product code psee60a and the reload code provided in additional information was gst45b. Can you confirm the product code of the device and reload cartridge? Just to clarify the patient consequence: what was the volume of blood loss (ml)? Did the patient require a transfusion? Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, reoperation, etc.)? If yes, please explain.

Event description:
It was reported by that there was an unknown issue with the stapler. No other information is known at this time.